Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. A definitive root cause was not identified for the primary complained device, however based on the results of the investigation, the probable cause of the malfunction would likely be related to a failure of the light source cable connected to the device. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned. A technician asked questions and received answers from the troubleshooting below: - color bars were up before the scope was plugged in which rules out the monitor. - the customer powered off the unit, before plugging in the scope, which when powered back on showed us all blackout screen on the monitor. Showing no patient info, no live image, etc. - e931: white balance fail also showed when unit was turned on. - instructed carlton how to complete the white balance setting. - emailed carton: please refer to page 226 - 6.5 white balance adjustment in t he attached cv-190 IFU. - suggested reseating both light source cables from the cv-190 and clv-190. (Emailed carton instructions on how to reseat both cables). - scope model used for testing was not available. - scope was tested on another mirrored tower without any issues. - suggested cleaning the socket using an maj-2087 socket cleaning adapter. - emailed carton cv-190_b30_e216_quickreference guide (51).pdf and referred him to the maj-2087 in the pdf. - suggested trying a different scope on this same tower. - explained the issue could possibly have been related to a maj-1430 cable plugged into the front of the cv-190 if the or was using a 190 series scope. - carlton was not front of the unit but will call back and let us know the results. Carlton advised reseating both light source cables from the cv-190 to the clv-190 resolved the blackout image issue. Carlton also mentioned there was a lot of dust inside the product - carlton advised after following the steps I suggested on page 226 - 6.5 - white balance adjustment in the cv-190 IFU, carlton was able to successfully complete the white balance, and the e931 white balance fail error was cleared with no further issues. Carlton was called and confirmed both issues were now resolved. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had a monitor with a blacked-out screen and an e931 error for white balance fail when plugged into a scope. The issue occurred during unknown event. There were no reports of patient harm.